Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: n/a - lens was not implanted. Section d6b - explant date: n/a - lens was not implanted. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the customer had difficulty and experienced resistance in turning the injector knob with the preloaded toric intraocular lens (iol). The implant came out but was incorrectly positioned, indicating damage to the lens. Through follow-up, we learned that the problem was observed prior to insertion, the iol was not implanted. There was no report of patient injury or medical/surgical intervention outside the standard of care. The replacement lens was used to complete the procedure. No further information was provided.